Manufacturer narrative:
The device was not returned olympus for evaluation. This type of teflon pad is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed during an unspecified procedure, the teflon pad from the grasping section of the device melted and detached. A ¿probe damage¿ error message was observed. There was no report of a device fragment falling into the patient. There was no bleeding reported. The intended procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The device was returned to an olympus service center for evaluation. A visual inspection on the received condition was performed on the device; there is no tissue build up noted. The teflon pad was inspected and found it had char marks, as well as partial separation between the jaw (detached). A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following caused the peeling of the tissue pad: no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away.

Event description:
The customer confirmed the device was completed with a 5-10 minute delay they had about two or three thunderbeats where the teflon came detached in the first four or five bites of tissue that the doctor used with the instrument. The olympus representative was in the building and observed cases for a period of time. There was not a consistent lot number on the thunderbeat instruments that had trouble. The olympus representative reported these issues to olympus. Additional thunderbeats were opened for the procedure. There was no patient injury on the cases. There was about a 5-10 minute delay on each case. There was no fragment left inside the patient. The thunderbeats had a probe check prior to use and they checked out as okay. The physicians have used the device for a long time.